Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs lead with the same lot number. It was reported, the pt is experiencing auto-reduction. Diagnostics showed invalid impedance values for one of the scs leads. Additionally, an sjm rep was unable to resolve the issue with reprogramming. The pt is consulting with the physician regarding surgical intervention being taken to address the issue.